Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed and found during a right atrial automatic threshold (raat) there was a low evoked response (ER). Additionally, this pacemaker exhibited far-field oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services discussed programming options. Subsequently, the device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed and found during a right atrial automatic threshold (raat) there was a low evoked response (ER). Additionally, this pacemaker exhibited far-field oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services discussed programming options. Subsequently, the device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed and found during a right atrial automatic threshold (raat) there was a low evoked response (ER). Additionally, this pacemaker exhibited far-field oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services discussed programming options. Subsequently, the device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.